Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match the active basal program. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the allegation of the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-dec-2017 with the following findings: a review of the basal history appeared to be inaccurate due to the rewind and prime steps, and cannula bolus that were performed the day of the complaint. The pump was run for 24 hours at a 1 unit per hour basal rate and at the end of testing the basal history correctly showed 1 unit and the total daily dose showed 24 units. The basal history recording a defect allegation could not be duplicated during investigation.